Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one of the episodes of the implantable cardiac monitor is unviewable. It states "detailed episode data is invalid." In another episode, there is no egm, only markers at some points, and it appears that the egm goes off of the page. The device was explanted and replaced with an implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device was unable to confirm an issue. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the egm (electrogram) pre-storage data was missing/invalid. Two episodes recorded which indicate that detailed episode data is invalid. Analysis of the device memory indicated an issue with the egm (electrogram). Seven episodes recorded with anomalous stored egms that shift up/down from the baseline.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.